Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced low blood glucose of 2.3 mmol/l. The insulin pump alarmed and was no longer in auto mode. Trouble shooting was performed, and the pump successfully passed the self-test. The insulin pump will not be returned for analysis.